Event description:
It was reported that during a coronary stent procedure, the physician had difficulty crossing the lesion. While attempting to remove the system, the stent became dislodged. The stent was retrieved using a snare. The patient status is reported as "okay".